Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The contact changed the pump supplies multiple times; however, the occlusion alarms reoccurred. The customer reverted to using insulin injections to manage diabetes. The customer's blood glucose (bg) level was not impacted.